Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician will evaluate the device . Additional information was requested related to the event. The customer did not provide any details on the alarm or a possible displayed error message. The first event will be reported in a seperate report with our reference number (B)(4). A supplemental report will be provided if additional information becomes available.

Event description:
The pump was in operation with the flow of 2.8 lpm (liters per minute) and the speed of 2900 rpm (rotations per minute). Around 10 pm, the alarm went off and the pump stopped. While the customer was hand-cranking the pump for 10 minutes, the device was switched on and off for a couple of times and the pump resumed with the normal flow and speed. One and half hours after the first incident (around 11:30pm), the same symptom recurred. The alarm went off and the pump stopped. The customer, again, performed the same thing - hand-cranked, switched on & off twice and the pump resumed. Around 12:30 am, the device was replaced with maquet's alternate device and the symptom didn't happen after that. No adverse effects on the patient were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician evaluated the device and found a fault with the third pin on the connector side of the battery. He replaced the part and the device worked to specifications. The device was returned to the customer. There was no patient injury reported.

Event description:
(B)(4).